Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105, which was reproduced at power up. System error 105 was confirmed and caused by a seized motor with a severed motor mount screw. The failed motor assembly and crews were replaced.